Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review was conducted previously on (B)(4). The review found 1 unrelated non-conformance on this batch. Micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received bilateral attune primary knees to treat osteoarthritis. Both patellas were resurfaced and depuy cement x 2 was used for each knee. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon discovered a fair amount of laxity in extension secondary to a collapse into valgus of the tibial tray. The tibial tray was loosened and debonded at the cement to implant interface and easily removed. The surgeon notes there was some tibial bone loss upon removal of the tibial cement. Periarticular scar tissue was debrided. The femoral component was well- fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient received a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.